Manufacturer narrative:
Block h6: imdrf device code a0410 captures the reportable event of balloon hole. Block h10: investigation results: the returned cre pulmonary dilatation balloon was analyzed, and a visual and microscopic examination found the balloon was burst. No damages were found on the catheter of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event balloon pinhole cannot be confirmed. The burst problem found could have been interpreted by the customer as the reported event of a balloon pinhole. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloons was used in the bronchus during an intratracheal stent placement procedure performed on (B)(6) 2023. During the procedure, it was noticed that the balloon was leaking liquid after pressure was applied and it could not hold enough pressure to maintain support. It was also noted that there was a hole. The procedure was completed with another cre pulmonary dilatation balloons. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0410 captures the reportable event of balloon hole.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloons was used in the bronchus during an intratracheal stent placement procedure performed on (B)(6) 2023. During the procedure, it was noticed that the balloon was leaking liquid after pressure was applied and it could not hold enough pressure to maintain support. It was also noted that there was a hole. The procedure was completed with another cre pulmonary dilatation balloons. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.